Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of device photographs identified broken shell, and red biological tissue. Due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii/iii and implant exchange due to patient's concern with product. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii and "exchange from textured to smooth implants due to the patients concern with the product." Device remains implanted.